Event description:
Films were received and their evaluation was completed. Reviewed a 3d reconstruction slide of a returned pre-implant and post-implant cta's. 3d reconstruction showed that the endoleak appears to be a type ii. The endoleak is located on the anterior wall of the aneurysm sac at a hole in some calcium that corresponds to the location of the inferior mesenteric artery (ima). The patent ima is also clearly visible in the pre op scan images. Further review of pre and post-implant films also showed a likely additional type ii endoleak source originating from just below the neck into the posterior sac; possibly from lumbar arteries. Although it is possible there also may be a type iii fabric endoleak, there is no evidence of stent breakage or other assignable cause, and there is no way to confirm without angiogram imaging showing the blood flow in the stent graft and abdominal aortic aneurysm.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aorta aneurysm. The vessel morphology was reported as the neck angle was 60 degrees and the proximal neck diameter-immediately below the renal arteries was 23mm. The aortic neck diameter - immediately above the aneurysm was 27mm. The length of the aortic neck was 28mm and the diameter of the abdominal aneurysm was 95mm. The proximal neck diameter of the right common iliac was 19mm and the distal was 13mm in diameter. The length portion of the right iliac was 48mm. The proximal neck diameter of the left common iliac was 18mm and the distal was 13mm in diameter. The length portion of the left iliac was 76mm and the left common iliac was also aneurysmal with a 49mm max diameter. Medical history is unknown. An angiogram confirmed an endoleak (type unknown). The patient did not have enough length so that another manufacturer's stent graft was deployed at the right external iliac artery. When the other manufactured device was deployed, there was more than 3-stent overlapping space. At the final angiography, there was no endoleak. It was possible to have type IV endoleak, but there was no accurate confirmation of it. No additional clinical sequelae were reported and the patient is fine. Films were review of pre-implant procedure that revealed a short and angulated proximal aortic neck, with some calcification. The aortic neck diameter just below the lowest renal is 27mm x 25mm. The aaa max diameter is 5.5cm and is also lined with calcification. Near the proximal section of the aaa there is a likely ima feeding the sac. The left common iliac artery is aneurysmal (4.3cm max diameter), and the left internal iliac is aneurysmal (3cm diameter). The right common iliac diameter is 24mm max in diameter. The cta's 4-days post-implant show that the stent graft is positioned just distal to the lowest left renal artery. The ipsilateral limb is implanted into the left iliac artery, and an extension is implanted into the left external iliac. The contralateral iliac limb and extension are implanted into the right common iliac. There is contrast seen within the aneurysm sac which appears to be primarily coming from a type ii endoleak; likely from the same ima seen in pre-implant images.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related: short and severely angulated proximal aortic neck with some calcification, type ii endoleak). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (anatomy related: short and severely angulated proximal aortic neck with some calcification, type ii endoleak).